Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device does not produce sound. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that the telemetry device does not produce sound. The device was in use on a patient. There was no report of patient or user harm. The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and noted that the device produced audible sound and displayed "speaker malfunction" inop. The technician also indicated that the sound from the speaker was quiet. The alleged device was removed from service. The device is to be repaired by replacing the parts that were found damaged and outdated. The final disposition of the device is to be determined upon completion of the update process and after performance assurance testing.

Manufacturer narrative:
This supplemental report is created with reference to mfg report #1218950-2022-00698 with corrected information.

Manufacturer narrative:
The customer was provided repair/replacement information. As of 29aug2022, the device has not been received for evaluation; therefore, the reported problem cannot be confirmed. The device has not been returned for evaluation.

Event description:
The customer reported that the telemetry device does not produce sound. The device was in use on a patient. There was no report of patient or user harm.